Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause was unknown. The patient did not require hospitalization. The patient was treated with injection vancomycin (1g, route, frequency, and duration not reported) and injection gentamycin (60mg, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event. This is report 1 of 3.